Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The tip cover accessory was installed on an instrument and tested on a system. The instrument was driven in all directions and the tips were opened and closed several times. The tip cover accessory did not fall off of the instrument at any point. The tip cover accessory was found to have tearing on the distal end and there were no signs of thermal damage present at the end of any tears. The tears were axially aligned with the tip cover accessory and measured from .027" to .188" in length. Tears are most commonly caused by repeated thermal and mechanical stresses. However, the tip cover accessory was found to have localized melting, which is indicative of arcing. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. Additionally, the tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area with no evidence or claim of user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory detached intra-operatively and fell into the surgical area. It could not be found with the da vinci system. The surgeon converted to laparoscopic surgery and recovered the tip cover accessory. Aside from the extended operating time, nothing happened to the patient. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h1, h2. 4315- intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6)2020 and obtained the following additional information: the procedure was not recorded on video. The surgeon did not notice any issues with the functionality of the monopolar curved scissors (mcs) instrument during the surgical procedure. The mcs instrument did not collide with other instruments. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The mcs instrument was in use for approximately 2 to 2.5 hours. The mcs tip cover accessory appeared to be properly installed and no orange surface was visible on the mcs instrument. No arcing was observed. No post-operative tests were performed. The patient has been discharged. To protect patient privacy, no additional information can be provided regarding the patient's medical history.